Event description:
While the device was ventilating a patient, the user heard a pop sound, the display went blank, the device alarmed, and stopped ventilating. The patient was transferred to another device. No patient injury.